Manufacturer narrative:
Results: on used sample in an open package was returned for evaluation. A visual/microscopic inspection revealed that the needle was partially retracted into the safety barrel leaving the needle tip exposed. Inward damage on the bottom of the grip where it connects to the barrel was also observed causing the partial retraction. A simulated use test was performed by repositioning the needle to the out position and pressing the safety activation button. The retraction was unsuccessful. A review of the device history record revealed that a quality notification (B)(4) was issued for shallow plug. Track probe 2 was found to be out of alignment which could contribute to the defect observed on the returned unit. Conclusion: the root cause for this incident was determined to be a manufacturing deficiency. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement project was completed to minimize damage to the grip at the plug load station. The grippers have been changed to gathering grippers that should minimize the chance of damaging the grips. This batch was built prior to improvement.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.16 in. Bd insyte autoguard shielded IV catheter failed to retract post catheter insertion. There was no report of injury or medical intervention.